Event description:
It was reported that the insulin pump alarmed for button error after it was left without a battery for a period of time. Blood glucose reading was 7 mmol/l. The reporter did not recall any significant events leading up to the alarm. Adivsed that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window. No button response due to corroded keypad traces. No button error alarms noted. Unable to confirm a21 alarms due to keypad anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.